Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed, may have had an intermittent failure that was not detected during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer's daughter reported that the insulin pump returned a motor error alarm after priming. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 154 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.